Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Medical staff reported intra capsular rupture on the left side.the device has been explanted.

Manufacturer narrative:
Continued g2 report source: other - pharmacist. Device analysis: visual analysis of the returned device identified: weight to the spec, white encapsulation in the device and wear abrasion . Voids and cloudy were observed after autoclave disinfection process. No openings were found in the device. Based on the device analysis the final assessment is: there were no issues found related with the manufacturing process.

Event description:
Pharmacist reported via regulatory agency an "intra-capsular rupture" on the left side. The device has been replaced.